Event description:
Related manufacturer report number: 2017865-2023-19716, related manufacturer report number: 2017865-2023-19717. It was reported that the patient presented for a system extraction due to infection. The pacemaker, atrial lead and left ventricular lead were explanted. The condition of the patient was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.